Event description:
It was reported that during follow up after the last device change, both the left ventricular lead and the atrial lead were found to be not functioning. An x-ray confirmed that both leads had dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2009. (B)(4).